Manufacturer narrative:
Reliability analysis inspected 1 opened and used partial enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part was missing. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used. Analysis was unable to confirm the needle complaint due to customer return sensor with no needle.

Event description:
The customer reported via phone call that the cannula was pulled out after inserting the sensor and removing the needle hub. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.